Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted the female connector was separated from the main body. There was evidence on the female connector indicating the insert chip was present during the assembly. Functional testing including leak, clear passage and clamp function testing was performed with no issues noted. Further, leak testing was performed with an in-lab minicap and an in-lab patient connector connected to the female connector with no issues or leaks observed. The reported separation was verified, however the leak was not verified. The cause of the separation was determined to be related to inadequate solvent application during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector "came off" from the main body of a minicap transfer set which resulted in a leak. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was in use for four (4) days. There was no patient injury or medical intervention associated with this event. No additional information is available.